Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the cartridge plunger became stuck on the piston rod of the pump. Caller stated the plunger broke in half during the attempted removal of the plunger/cartridge. No adverse event reported. Requested return of the alleged device for evaluation.